Manufacturer narrative:
Device received with blank display due to cracked and bleeding lcd display window noted. Unable to verify no delivery alarm, keypads unresponsive or missing segments.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received motor error alarm and no delivery alarm and the act button did not work. Customer also reported that insulin pump had a partial display and customer was using the insulin pump when it fell flat on the screen and now the pixels under the screen were bleeding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.